Event description:
Ams received information from a physician who has a pt implanted with a sparc sling and during the procedure, he had a small bowl perforation from passage of the needle. Ams was not able to obtain any additional information.